Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic due to an alert. Upon interrogation, the right atrial lead exhibited high capture threshold and low impedance. During procedure, it was noted that the lead was crushed. The lead was explanted and replaced successfully. The patient was in good condition during and after procedure.